Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a revision due to dislocation. During the procedure it was noticed that the articular surface was fractured.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The part and lot numbers are unknown; therefore the device history records could not be reviewed. The device is used for treatment of patients. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.